Manufacturer narrative:
H6: investigation summary : a device history review was conducted for lot number 9197381. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter systems experienced catheter kinking/bent during infusion. Product defect was noted during use. The following information was provided by the initial reporter: the patient used the closed needle-proof irritation injury intravenous indwelling needle to routinely seal the tube after the infusion. The next day the infusion is found to be blocked when flushing the tube. After pulling out the indwelling needle, the tip of the indwelling needle's catheter tubing was found to be kink, and then the indwelling needle is pulled out and replaced , causing pain to the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter systems experienced catheter kinking/bent during infusion. Product defect was noted during use. The following information was provided by the initial reporter: the patient used the closed needle-proof irritation injury intravenous indwelling needle to routinely seal the tube after the infusion. The next day the infusion is found to be blocked when flushing the tube. After pulling out the indwelling needle, the tip of the indwelling needle's catheter tubing was found to be kink, and then the indwelling needle is pulled out and replaced , causing pain to the patient.